Event description:
It was reported that during the procedure in the moderately tortuous and calcified proximal circumflex artery, for treatment of a 99% stenosed de novo lesion, a xience v stent was successfully deployed. A voyager nc 3.0x15 dilatation catheter was used for post-dilatation; however, the balloon ruptured during the first inflation for 30 seconds at 16 atmospheres. Intra-vascular ultrasound revealed that the stent was well expanded; therefore, no additional dilatation was performed. There was no reported adverse patient effect or significant clinical delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight universal ii. Guide cath: taiga. It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. Balloon material ruptures can be affected by numerous factors such as balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. Additional information received from the account stated that the balloon was initially soaked and prepared for use per the instructions for use. As there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the voyager nc was being used to post-dilate a xience v stent in a 99% stenosed lesion, which was moderately tortuous and moderately calcified. It is possible that the balloon material became damaged (scratched) and weakened from an interaction with stent implant and/or the tortuous and calcified lesion such that upon inflation attempt, the balloon ruptured. However, as the product was discarded by the account, it was not returned for analysis and may have aided the investigation. Based on the information provided and without the product to examine, a definitive cause for the reported balloon rupture could not be determined. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material record issues associated with this lot, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported from this lot. Based on the investigation, there is no indication of a product quality deficiency.